Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated as it had the old software. It was found that the device was at elective replacement indicator (eri), so the software was not able to be updated. Eri was reached only one and a half years post implant, so ts recommended change out of the device. One week later the s-ICD was noted to be at end of life (eol). Ts again recommended device change out. Subsequently the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the case and the returned electrode. It appeared the coils of the electrode were in contact with the subcutaneous implantable cardioverter defibrillator (s-ICD) case during a shock, resulting in internal damage beyond the charging circuit which caused the device to prematurely deplete.

Event description:
This report is being filed to submit the analysis results.